Manufacturer narrative:
B3 - date pf event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced pain at the pocket site. Surgical intervention was undertaken on (B)(6) 2024 during which the ipg was replaced. Stimulation was restored following the procedure.